Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis in a good condition. During analysis, the customer's stated problem was able to be verified. Inspected the pump and found error code during power up. Functional test was performed on the pump and it passed. Further investigation of the pump was unable to duplicate the stated problem. He event log did show error code 41541 occur around the time of the complaint. Service recommended that the latch lock flex be replaced as a preventative measure. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that error code 41541 occurred on a smiths medical cadd®-solis vip ambulatory infusion pump. There were no reported adverse effects or patient involvement.